Manufacturer narrative:
Testing was not able to be completed with the returned strips due to the fact that the strips appeared to be contaminated or previously dosed with a substance that left a reddish-brown residue. Testing was completed with retention strips of the same lot and all results were acceptable. However, the alleged strip lot is from the list of affected lots included in res 80018. Due to the alleged lot being associated with the reagent cracking failure mode, it is possible that reagent cracking could have caused or contributed to the customer¿s allegation even though it was not reproduced during the investigation of the returned product. The allegation was not able to be reproduced but the complaint is being verified based on a known issue with the alleged strip lot.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 22.0 mmol/l (performa system) and 5.8 mmol/l (mobile system). No adverse event reported. Return of the suspect device was requested for evaluation.